Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2 implantable collamer lens, -16.5 diopter, into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a smaller lens due to excessive vaulting. The problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture. There was clear surgical residue on product. Visual inspection found torn, deformed haptics and presence of residue on lens surface. (B)(4).